Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to be stretched. The soft cannula was measured to be out of specification, measuring 1.491 in. In length. Fluid could not flow through the complete fluid path due to the formed needle puncturing the stretched soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation of the pod found no other damages or manufacturing deficiencies that would prevent the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.